Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this pacemaker system exhibited a lead safety switch (lss) due to high out of range pacing impedance measurements on the right ventricular (rv) channel, measuring greater than 3000 ohms. As a result, this pacemaker was explanted and replaced. No additional adverse patient effects were reported. This pacemaker has not returned for analysis.

Manufacturer narrative:
A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. A risk review was completed and confirmed that the event of pacing impedance high out of range was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. This device was not returned for analysis, as it was discarded by the facility; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of no problem detected. This report is being submitted as a correction to the event date was made. According to the field representative, the lead safety switch (lss) occurred about a year prior to the replacement of this pacemaker. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this pacemaker system exhibited a lead safety switch (lss) due to high out of range pacing impedance measurements on the right ventricular (rv) channel, measuring greater than 3000 ohms. As a result, this pacemaker was explanted and replaced. No additional adverse patient effects were reported. This pacemaker has not returned for analysis.

Event description:
It was reported that this pacemaker system exhibited a lead safety switch (lss) due to high out of range pacing impedance measurements on the right ventricular (rv) channel, measuring greater than 3000 ohms. As a result, this pacemaker was explanted and replaced. No additional adverse patient effects were reported. This pacemaker has not returned for analysis.

Manufacturer narrative:
This report is being submitted as a correction to the event date was made. According to the field representative, the lead safety switch (lss) occurred about a year prior to the replacement of this pacemaker. If pertinent information is provided in the future, a supplemental report will be submitted.